Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain pelvic') in a 33-year-old female patient who had essure (batch no. B06103) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section, acne and pregnancy. Previously administered products included for an unreported indication: ortho tri-cyclen in (B)(6) 2012, yaz in (B)(6) 2012 and mirena from 2007 to 2009. Concurrent conditions included hypercholesterolemia, retained ovarian follicle, endometriosis in pelvis, excision, adenomyosis, anesthesia procedure and ovarian lesion excision. Concomitant products included norethisterone acetate (aygestin) from (B)(6) 2016 to (B)(6) 2016 for bleeding menstrual heavy as well as ethinylestradiol;norgestimate (ortho tri-cyclen lo) from (B)(6) 2012 to (B)(6) 2013, ibuprofen from (B)(6) 2013 to (B)(6) 2016 and ketorolac from (B)(6) 2013 to (B)(6) 2016. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and unilateral oophorectomy - right side). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving, the vaginal haemorrhage, menorrhagia and abdominal pain had resolved and the depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: trailing coils in left: 2 and right: 2 patient received treatment for pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: device was successfully occluded. Pathology test - on (B)(6) 2016: portion of fallopian tube transacted; on (B)(6) 2016: ovary with follicular cyst. Ultrasound abdomen - on (B)(6) 2016: density seen bilaterally within cornua area- probable essure. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: menorrhagia and pelvic pain. Lot number: b06103, manufacturing date: 2013/03, expiration date. 2016/03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-sep-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain pelvic') in a (B)(6) year old female patient who had essure (batch no. B06103) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section, acne and pregnancy. Previously administered products included for an unreported indication: ortho tri-cyclen in (B)(6) 2012, yaz in (B)(6) 2012 and mirena from 2007 to 2009. Concurrent conditions included hypercholesterolemia, retained ovarian follicle, endometriosis in pelvis, excision, adenomyosis, anesthesia and ovarian lesion excision. Concomitant products included norethisterone acetate (aygestin) from (B)(6) 2016 to (B)(6) 2016 for bleeding menstrual heavy as well as ethinylestradiol; norgestimate (ortho tri-cyclen lo) from (B)(6) 2012 to (B)(6) 2013, ibuprofen from (B)(6) 2013 to (B)(6) 2016 and ketorolac from (B)(6) 2013 to (B)(6) 2016. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and unilateral oophorectomy - right side). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving, the vaginal haemorrhage, menorrhagia and abdominal pain had resolved and the depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: trailing coils in left: 2 and right: 2. Patient received treatment for pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2013: device was successfully occluded. Pathology test on (B)(6) 2016: portion of fallopian tube transacted; on (B)(6) 2016: ovary with follicular cyst. Ultrasound abdomen on (B)(6) 2016: density seen bilaterally within cornua area probable essure. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: menorrhagia and pelvic pain. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs and mr received: case has became incident. New events added: abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), depression, mental anguish, pain pelvic area . Event onset date, event outcome were added. Lot number were added. Patient history, historical drugs, concomitant drugs, lab data were added. On 5-sep-2019: fu 2 and fu 3 processed together. New event added: abdominal pain. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.